Manufacturer narrative:
The glidescope avl video monitor as well as a glidescope avl video baton 3-4 were returned to verathon for evaluation. Initially the technical service representative could not duplicate the reported issue, but after tapping the video monitor on the test bench the flickering was confirmed. The technical service representative isolated the issue to a pinched wire on the lcd wire harness. The lcd wire harness was replaced and the video monitor was tested for three (3) hours without any flickering noted. The video monitor was tested to specifications and returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the image would flicker. Reportedly the flicker would occur after the video monitor was powered on for a while. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.